Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 40 mg/dl, 50 mg/dl and treated with glucose tablets. Customer declines to troubleshooting for low blood glucose and states that customer had low blood glucose due to over treating for dinner. Customer was like to continue troubleshooting. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did not receive a change sensor alert. The insulin pump will not be returned for analysis.